Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was partially separated since the user continued to activate output without grasping tissue (including after the tissue already cut), and besides the tissue pad was broken off when the separated part of the tissue pad was subjected to a load. The above device handling has warned in the instruction manual as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the device was not broken off. The tissue pad of the subject device was worn and partially separated. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) obtained additional information. The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic right adrenalectomy, two subject products were used. In the procedure, an unspecified error occurred while using the first product. The intended procedure was continued with the second product. The tissue pad of the second product was broke off. The fragment was retrieved. The intended procedure was completed with another device. The operation time was prolonged. There was no patient injury reported. This is the report regarding the breakage of the tissue pad of the second product.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, two subject products were used. In the procedure, an unspecified error occurred while using the first product. The intended procedure was continued with the second product. The tissue pad of the second product was broke off. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the tissue pad of the second product.